Manufacturer narrative:
G4: 23jul2020. B4: 27jul2020. D4: UDI (B)(4). The replaced speaker assembly was returned for failure analysis. It was determined that an electrical open in the speaker caused the primary alarm failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 04feb2020.

Event description:
The customer reported a primary alarm failure. The ventilator was being used on a patient at the time of the event, however, there was no patient harm. The patient's information could not be disclosed. There was no medical intervention required as a result of this event. The manufacturer¿s international service technician evaluated the ventilator and confirmed the reported problem. The service technician replaced the speakers and the problem was resolved.